Event description:
Complainant alleged that the device displayed a technical failure 388 - no o2 dosing possible alarm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Additional information received indicates that the device was not returned for evaluation, however, the customer did send in log files for review that confirmed the "o2 sensor requires calibration" alarm was occurring frequently, even after performing a 2-point calibration. Upon follow-up with the customer, it was confirmed that a third-party o2 sensor was being used instead of an OEM sensor. The customer was advised to use the OEM o2 sensor to resolve the issue.